Event description:
Event description guidant received information from the patient complaining of light headedness and near syncope. An interrogation of the ICD noted 3 episodes of pacemaker mediated tachycardia (pmt). The physician put the patient on amidarone and reprogrammed the pvarp in an effort to prevent further pmt episodes.